Manufacturer narrative:
The customer¿s report that the tubing set leaked and sprayed from the engagement to the distal female luer was confirmed due to a small tear on the tubing. A small tubing 0.1114 inch long tear was observed on the tubing at the connection of the tubing and male luer adapter confirming the customer¿s report of a leak. The tear was observed to be jagged at the tear site. Functional testing was performed. The set leaked (sprayed) from the tubing tear that was observed during visual inspection. The root cause of the tear could not be identified.

Event description:
It was reported that the tubing set leaked and sprayed from the engagement to the distal female luer, during a doxorubicin infusion. It was also noted that approximately 20ml of doxorubicin spilled. The spill was cleaned as per policy and procedure. It was further confirmed there was no harm to the patient as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing set leaked and sprayed from the engagement to the distal female luer, during a doxorubicin infusion. It was also noted that approximately 20ml of doxorubicin spilled. The spill was cleaned as per policy and procedure. It was further confirmed there was no harm to the patient as a result of this event.